Event description:
It was reported that pt is experiencing soreness in hip. Ultrasound and other tests have showed corrosion. Pt is not a candidate for replacement of hip and will require other treatments. She will undergo aspiration of hip to remove fluid. She has had blood work for chromium and cobalt levels.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provide din a supplemental report.